Manufacturer narrative:
The insulin pump had missing segments due to a cracked zebra connector on the liquid crystal display board. Unable to confirm motor error alarm, perform displacement test, and basic occlusion tests due to the missing segments.

Event description:
It was stated that the insulin pump was exposed to an MRI. It was also stated that the customer has experienced low blood glucose levels, motor error and no delivery alarms ever since. In addition, it was stated that the reservoir volume wasn't calculating the reservoir amount correctly. It was not possible run the displacement test as the insulin pump alarmed motor error during the rewind.